Manufacturer narrative:
The device was not returned for evaluation. An event regarding revision of the triathlon insert during patella resurfacing was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. With regard to the alleged yellowed insert, based on previous analysis where yellowing of tibial inserts was observed, the yellow discoloration has been attributed to in-vivo absorption of synovial fluid. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as: return of the reported device, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If the device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly swap. Doctor was resurfacing the patella and noticed yellowed poly.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Poly swap. Doctor was resurfacing the patella and noticed yellowed poly.